Event description:
Pt had bilateral subcutaneous mastectomies due to dysphasia and a family history of breast cancer and had immediate reconstruction. Report alleges pt developed infection in their left breast necessitating removal one month later and also developed contracture on right with delayed hematoma and had evacuation of hematoma, release of contracture and bilateral replacement.